Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a female patient (age unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll for evaluation. A data file from the reported event was provided for review. Log analysis confirmed that ECG monitoring was performed via pads for the entire case, beginning with pads on at 08:55:22 and ending with pads off at 10:27:00. There is no evidence in the logs to support the reported issue of ECG not being recorded. No device faults were identified. The device was recertified and returned to the customer. No trend is associated with reports of this type.